Manufacturer narrative:
(B)(4) field service visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the touchscreen. The fsr performed the user verification test (uvt) and the operational verification procedure (ovp) and performance check. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to a failing fluorescent lamp. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the screen on the vela ventilator was blank while it was in use on a patient. The customer did not provide any other details concerning this event however they did not report any known patient injury or harm.